Event description:
The user advanced the delivery system to the target site with no problem. Then he pulled the trigger but the stent would not deployed at all even after he pulled the trigger 4-5 times. He removed the delivery system once from the scope and checked the function of trigger, and he confirmed there was no problem, so he inserted the delivery system again into the target site. However the stent would not deploy even after he pulled the trigger 4-5 times again. Then he pulled the trigger again and heard 'snapping sound' from the delivery system. He determined further attempt of deploy is risky, so he replaced it with other manufacturer's stent (century medical's niti stent) to complete the procedure. The patient did not experience any adverse effects due to this occurrence. General questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement (if any damages were confirmed prior to use)was the package damaged? (If any damages were confirmed prior to use)how was the device stored? What endoscope type and channel size was used? Olympus / jf260v. What was the position of the elevator? Was it opened or closed? Ni. Details of the wire guide used (diameter, type, make)? Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. Ni. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. Please advise the anatomical location of the intended target site distal bile duct. The proximal end of the stent was going to be placed outside the papilla. How long was the stent in the patient by the time this complaint occurred? N/a. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a . Did the patient require any additional procedures as a result of this event? N/a, yes, no. Yes. What intervention (if any) was required? 1. General questions: was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day n/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. No. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? 3cm. Where was the stricture located in the body? Distal bile duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No . Questions related to during insertion into patient: was the product inspected for kinks or damage before use? No. Was resistance felt during insertion into patient? No . If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? Deployment. If other, please specify . Was the directional button pressed during use? Yes . Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no. No. Was the yellow marker kept in view during deployment? Ni. Are images of the device or procedure available? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation lab evaluation 26th august 2022 visual inspection: lock wire is in place on return. Broken flexor at clear section. Delivery system partially deployed. Red marker at 7th dimpling functional inspection: handle is actuating fine. Unable to deploy the stent. Lock wire removed without any issues.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 27-feb-2023 and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation was completed for the evo-fc-10-11-6-b of lot c1934585 on the 26th of aug 2022. On evaluation of the device the lock wire was in place on return. The flexor was observed broken (clear section). Delivery system partially deployed red marker at 7th dimpling. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1934585 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1934585 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The japanese packaging insert c-es1608y02 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken and difficulties deploying the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Summary of investigation: according to the customer the stent would not be deployed confirmed quantity of 1 device, confirmed used. The patient did not require any additional procedures due to this occurrence. Case completed with a new stent. Investigation findings conclude that a possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken and difficulties deploying the stent. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.